Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of reft3234 showed one other similar product complaint(s) from this lot number.

Event description:
The customer reports that "frequently" there are blood clots found within catheter after 2 days of the insertion.